Manufacturer narrative:
Ip codes added: use against labeling . Clinical assessment: engineering assessment by k. Hunt: upon further investigation and information (below) it seems that no abiomed guidewire was used in this case and therefore the more appropriate pec code for this situation is use against labeling vs product damage since the product that required adjustment or correction was not an abiomed guidewire. Information provided from rep: the impella was not backloaded onto the 0.018¿ impella guidewire. The staff provided a backup boston scientific 0.018¿ x 300cm platinum plus guidewire. The operator successfully shaped the tip into a gentle curve utilizing the technique described above.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the abiomed 0.018 wire tip became kinked when the interventionalist attempted to place a curve on it.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pd-any device-(twist, bent, kinked): the cause of pd-any device-(twist, bent, kinked) was most likely use related since the interventionalist attempted to put a curve on guidewire during placement.

Manufacturer narrative:
Additional information. The answers to the following questions were obtained from the customer. Was there any damage noted to the product packaging upon inspection prior to use? No. Was there any reported difficulty removing the product from the packaging? No. Was the product inspected prior to use, and did it appear to be normal? Yes. What (if any) actions were performed on the guidewire to prepare the guidewire for use? The operator attempted to place a curve on the tip of the guidewire to prepare it for atraumatic insertion into the apex of the left ventricle utilizing an 18 gauge access needle and his finger. Were any problems noted during preparation? Yes. The tip came unraveled and the physician was not comfortable inserting the guidewire into the left ventricle. Was there difficulty advancing the devices over the guide wire? The impella was not backloaded onto the 0.018¿ impella guidewire. The staff provided a backup boston scientific 0.018¿ x 300cm platinum plus guidewire. The operator successfully shaped the tip into a gentle curve utilizing the technique described above. What was the intended procedure? Impella cp insertion. Was unusual force ever required when using the device? Unknown, but possibly during the tip preparation described above. Was the device removed easily and intact from the patient? The abiomed 0.018¿ guidewire was never placed into the patient. What is the current patient condition? The patient was discharged from the hospital following impella cp explant and intensive care unit (ICU) stay.